Manufacturer narrative:
Results: power cord plug with a broken ground prong.

Event description:
It was reported by service report that the power cord plug ground prong was broken. No patient involvement or adverse consequences were reported.